Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The cause of the no sound was unable to be determined. The device was scrapped and the customer received a replacement device.